Event description:
A customer reported encountering a system error (se) 2267 (air and fluid in line) alarm on the homechoice (hc) machine during use. The nurse revealed that clamps were open on unused lines. The technical service representative (tsr) explained the alarm to the home patient (hp)'s nurse, assisted to clear the alarm and advised to notify the peritoneal dialysis (pd) nurse about the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp's caregiver (cg) / daughter regarding the reported issue, it was revealed that the hp was no longer on peritoneal dialysis, and had shifted over to hemodialysis, per doctor's orders. The cg stated that the transfer to hemodialysis was not related to the hc cycler or the dialysis products. The cg refused to provide any further information related to the reported event adding that it was pointless, since hp is no longer on the hc. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). The system error 2267 alarm was confirmed, and the cause was determined to be a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.